Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device still implanted.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed via x-rays. The nail and lag screw were classified as primary products during investigation. No deviations were found during review of the manufacturing and inspection documents (DHR). The implants were documented as faultless prior to distribution. An investigation of the implants was not possible because they were not provided. The available information and x-rays were evaluated by a medical expert: ¿findings of the x-rays: the present x-rays show a basocervical (lateral) femoral neck fracture that is fixed with gamma nail. Correct alignment of the fragments. Borderline positioning of the lag screw in the femoral head (tad = 29.5 mm), but no signs of cut out. Otherwise, correct positioning of the hardware. Lateral protrusion (approx. 18 mm) of the lag screw, but there is no massive impaction of the fragments, which leads to the conclusion that the lag screw was approx. 5 ¿ 10 mm too long from the beginning. The fracture gap is no more visible on the common x-rays. Slight callus formation and heterotopic ossification in the area of the lag screw tip. Clinical statement: the present case shows a significant lateral protrusion of the lag screw which may cause symptoms, particularly in an anorectic patient ((B)(6)) having poor soft tissue covering. The nominated bone healing disturbance (found in the CT scan, which is not presented) is not distinctly comprehensible in the common x-rays.¿ the correct implant selection shall be done preoperatively using x-ray templates; furthermore the lag screw and nail must be inserted correctly with lag screw fixation using the set screw as described in detail in the operative technique. Furthermore poor bone healing can lead to postoperatively complications and is listed as adverse effect in the IFU. Based on the given information the case is attributed to user error, most likely contributed by the patient. No non-conformity identified.

Event description:
Clinical study contractor has reported that patient (B)(6) that is the subject of a clinical study for intramedullary nail versus sliding hip screw inter-trochanteric evaluation, has reported alleged pain related to the lag screw. Removal is planned for the next 4 weeks.

Event description:
Clinical study contractor has reported that patient (B)(6) that is the subject of a clinical study for intramedullary nail versus sliding hip screw inter-trochanteric evaluation, has reported alleged pain related to the lag screw. Removal is planned for the next 4 weeks.